Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the image blackout was unable to be confirmed. The definitive root cause of the temporary image blackout could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited a temporary image blackout. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation and the information provided, the issues could not be reproduced. The root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported, the video system center exhibited a temporary image blackout. The issue occurred during preparation for use of a unspecified procedure. There were no reports of delay, patient harm, injury, or death. The intended procedure was able to be completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. (Distributor was inadvertently selected on initial mw and should have been blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.